Event description:
A customer reported via phone call indicating that their insulin pump does not download onto the carelink pro. The patient's blood glucose level was unknown at the time of the call. The customer was wearing the insulin pump for six weeks and did not know that their insulin pump was not hooked up to carelink. It is unknown why the insulin pump will not download carelink. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unable to download to carelink pro due to multiple a47 alarms noted in history screen. A47 alarms due to corrupted history file. No cosmetic damage noted.